Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to a secondary pocket infection from a (B)(6) facial contact. No additional intervention was required. Another system was later implanted without complications.